Event description:
It was reported that the patient experienced jerking or pulsating stimulation. The patient had 2 systems one in his backside and one that was recently placed in the front. The implantable neurostimulator (ins) in the front was placed because the healthcare professional (hcp) thought that the previous system was depleting and ¿pulsing¿ causing this pulsating, and jerky stimulation that the patient had been experiencing for 2 months. The new ins had not corrected the issue yet. The patient reported that the pain relief was fine. The impedances on both systems were fine. A second lead was put in at some point to get coverage in the patient¿s leg. No falls had been noted. The jerking was happening all the time randomly. The manufacturing representative was meeting with the patient at the time of report to work on programming changes. Refer to manufacturer¿s report number 3004209178-2015-00139.

Manufacturer narrative:
For information in regards to the device implanted in (B)(6) 2010. See reg. Report #: 3004209178-2015-00139.

Event description:
The consumer reported jerking. It was reported that the implantable neurostimulator (ins) that was implanted in (B)(6) 2010- began to feel like they were "jerking." The doctor told them that it was because the battery was low and depleted. Relevant medical history includes spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3982, serial# (B)(4), implanted: (B)(6) 1999, product type: lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3550-09, lot# n169349, implanted: (B)(6) 2010, product type: accessory. (B)(4).